Event description:
Additional information was received. It was reported that the procedure was delayed by 15-minutes and the amount of inaccuracy was unknown. The procedure being performed was a transforaminal lumbar interbody fusion (tlif) procedure.

Manufacturer narrative:
H2) additional information in sections a and b5. H2) update made to imf (annex f) health impact and ime (annex e) patient code. H2) correction: annex e code, e150102, removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section b5 and the additional codes section for the additional information including patient impact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no known impact to the patient's outcome.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. Calibrations were performed and the system passed a system checkout and passed inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that a screw was no placed per the plan and requested that the system be recalibrated. There was no reported delay and no impact to patient outcome.